Manufacturer narrative:
Date of event: exact date unknown, event occurred almost a year ago from date manufacturer was made aware.

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned.